Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a button alarm 22. Customer had elevated blood glucose levels (425 mg/dl), and trace of ketones. Customer delivered a shot, and reportedly blood glucose levels have stabilized.